Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms. The maverick2 monorail was being used to pre-dilate the lesion. The severely calcified and 99% stenotic lesion was located in the distal right coronary artery (rca). The total number of inflations and to what atms is unknown. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.